Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during a visual inspection of the pump, evidence of moisture behind the display was observed. The battery compartment was observed to be cracked. A test battery cap secured properly to the pump. Unrelated to the complaint, the keypad was unresponsive due to moisture damage. The pump¿s casing was cracked in the upper right hand corner of the display. The pump failed a leak test due to the crack in the pump¿s casing. The pump cover was removed and evidence of moisture damage was found throughout the inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.